Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic post-radiation of abdomen. Upon interrogation of the device it was found to be in backup vvi mode. The device was successfully reprogrammed back to its original programming. The patient was asymptomatic and stable pre, during and post visit. It was noted that the backup mode was caused by code correction and that this possibly could have been caused by the radiation that the patient received. The patient was discharged home in stable condition.